Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lin d, chen p, lin c, lin f. Precision reduction of femoral neck fractures: a novel strategy based on the femoral neck fracture morphology. Sci rep. 2024 jul 15;14(1):16281. Doi: 10.1038/s41598-024-67260-x. Pmid: 39009813; pmcid: pmc11251173. Objective/methods/study data: this retrospective study aimed to achieve an anatomical reduction in the first manipulation of reduction in femoral neck fractures. Between september 2020 to september 2021, a total of 49 patients were included in the study. The study group included: a total of 15 cases who had a mean age of 46.47±12.2 years, 8 males and 7 females; 9 cases on the left side and 6 cases on the right side; garden's classification: 6 cases of type I; 1 case of type ii; 0 cases of type iii; 8 cases of type IV after using the strategy of femoral neck fracture repositioning. Control group: 34 cases, 20 males and 14 females; 20 cases on the left side and 14 on the right side; age 45.85±10.7 years before strategic repositioning. Garden typing: 8 cases of type I, 7 cases of type ii, 7 cases of type iii, 12 cases of type IV. All patients were fixed with a femoral neck system (fns) for fracture fixation. Follow-up periods were 12 months and 24 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 1): (n=1) lower limb deep vein thrombosis was reported in the control group. Adverse event(s) and provided interventions possibly associated with unk - screws: fns locking (qty 1): (n=1) internal fixation cut out was reported in the control group.